Event description:
Hosp personnel responded to a person described as in cardiac arrest. According to the reporter, the device would not transfer energy to the pt. A backup device was called for and used and the pt was resuscitated.